Event description:
In 2006, a patient was implanted with two gore tag thoracic endoprostheses to repair a descending thoracic aortic aneurysm. A final intraoperative angiogram confirmed that an endoleak was not present. About two months later, a postoperative computed tomography scan revealed that the proximal device (tag3420/lot#03330850) collapsed along the majority of the outer curve and a large proximal type I endoleak was observed. The physician plans to repair the collapsed graft by implanting another endovascular device.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.